Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, the physician could not get the lead to prolapse using a number of stylets/curves. The physician believed there was a blockage in the lead body. The lead was not used and was replaced. No patient complications have been reported as a result of this event.